Event description:
It was reported the aspiration needle was bent. The subject issue was found in an unspecified therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.